Manufacturer narrative:
On 10-nov-2021, additional information was received indicating the complaint device had been discarded and therefore not available to be returned for evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30601441l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a pentaray nav high-density mapping eco catheter and the pentaray nav high-density mapping eco catheter got stuck in the mitral valve. The patient had a congenital heart disease (transposition of the great vessels), and the pentaray nav high-density mapping eco catheter got stuck in the native mitral valve. The patient did not require surgical intervention. The physician did multiple attempts to extract the catheter with no outcome. The lead extraction came into the room and was able to extract the catheter successfully. Echo was preformed post procedure, and the patient had no ill effects.